Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The patient was given 3000 units of heparin and then the physician proceeded with the transseptal puncture. The puncture was successfully completed, and the patient was then given an additional 4000 units of heparin. The procedure was continued, and the physician positioned the was in the laa of the patient. The wds was inserted into the was, and the closure device was deployed in the patient. Prior to releasing the closure device, a thrombus was noted to be present between the was and the closure device. The physician aspirated the thrombus with the was, and the thrombus was removed from the patient. The procedure was then completed with the closure device released and successfully implanted in the laa of the patient. There were no other complications that were reported to have occurred as a result of this event. The patient made a full recovery and has been discharged from the hospital.